Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 40 mg/dl and treated with glucose. Customer stated that the bent cannula troubleshooting was performed. The devices will not be returned for analysis.